Manufacturer narrative:
A ge service representative performed an on site investigation. The motherboard was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during a pt care case. No pt death or serious injury was reported.